Manufacturer narrative:
The technician adjusted the hi/low limit switch to repair the bed.

Event description:
Information received indicates the bed will not go into the reverse trendelenburg position.